Event description:
It was reported that the nurse stated that during the last 10 days, the arctic sun device displayed several times alarms on the screen, fluid rate too low alarm 002, gel pads could not be made empty (alarm 007). The device was cooling down the patient too low at 36 c degrees while the targeted temperature in the protocol was 37.5 c degrees. Troubleshooting gel pads were replaced by new ones, water was added in the machine.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was inconclusive. The root cause for the reported event could not be determined. Troubleshooting gel pads by replacing with new ones, water was added in the machine. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: e. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that during the last 10 days, the arctic sun device displayed several times alarms on the screen, fluid rate too low alarm 002, gel pads could not be made empty (alarm 007). The device was cooling down the patient too low at 36 c degrees while the targeted temperature in the protocol was 37.5 c degrees. Troubleshooting gel pads were replaced by new ones, water was added in the machine.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.